Manufacturer narrative:
The cryosolutions 4pk cartridge (33517) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. The returned cartridges (33517) were in used condition. Investigation by the product legal manufacturer/sales entity, nmt/ump, found that this lot of cartridges were affected by a valve that may open prematurely. The legal manufacturer has provided a safety advisory and instructions for use (IFU) updates which have been distributed by integra to affected customers/distributors as part of a voluntary correction.

Event description:
A facility reported that the cylinders of the cryosolutions 4pk cartridge (33517) "burst the nitrous oxide (n20) as they were getting placed". It is unknown whether there was patient involvement; however, no injury, death or surgical delay was reported.

Manufacturer narrative:
Updated fields: g3, g6, d9, h2, h11. Corrected field: h9.

Event description:
N/a.